Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the a new battery was installed to resolve the shocking issue. (B)(6). No further complications were reported/anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her first ins was replaced due to normal battery depletion. The patient reported that she received a ¿really bad electric shock from her plumbing system which made the device go wild.¿ the patient reported that after speaking with the electrician, she found out her plumbing system had loose wires that gave her a shock. The patient reported that after she received this shock from her plumbing system her device gave her shocks in the back, legs and arm so she turned it off and had it replaced. No further complications were reported.